Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer city - cartago or haina. MFR address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution set had connection issues. It was further reported, "the blue cap/piece on the distal end of the primary set was very hard to get off, and once off, they can't screw it back on". There was no patient involvement. No additional information is available.